Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch pcb was replaced. The system was then tested and met all product specifications. The part has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "a system message displayed" (device displays error message). The customer reported a system message displayed during set-up for surgery. The footswitch was not recognized. The customer was unable to clear the system message. The customer used their second system and completed all cases as planned. No pt injury was reported.